Event description:
This is the same event and the same pt reported under MDR ID #2939859-1998-00150. This is the first MDR being submitted for the first suspect product. A physician reported a pt who was originally skin tested on 2 march 1992 with negative results. The pt has had multiple collagen treatments without adverse response. On 27 april 1998, the pt was treated in the nasolabial folds and chin. The pt reported about 3 weeks later, (exact date unk), that the treatment sites became "thick", "lumpy", red, and swollen. The physician believed the symptoms were a hypersensitivity, and prescirbed motrin three times a day. No further med or surgical intervention was planned or prescribed.